Event description:
Additional information was received which indicated that complications arose during the revision procedure due to the antibiotics administered. This resulted in the lead being surgically abandoned instead of explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed and resulted in inappropriate anti-tachycardia pacing delivery and loss of capture. In addition, the rv lead was observed to have out of range pace and shock impedances when the noise was observed. The pace impedances were greater than 2000 ohms and the shock impedances were greater than 200 ohms. The rv lead was surgically abandoned and replaced. It was suspected that the rv lead was fractured, but it was not confirmed via fluoroscopy or x-ray. No additional adverse patient effects were reported.